Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with transient light sensitivity syndrome (tlss) in both eyes. The topical steroid dosage was increased. A brief description of the event says that severe light sensitivity was noted at 4-6 weeks post treatment. Uncorrected visual acuity is good for both eyes: right eye 20/25 and left eye 20/20. Corneal shows 1+ inferior superficial punctate keratitis (spk) in right eye more than left eye. Treated with predforte 1% in both eyes every hour for 1 day, every 2 hours for 1 day and then 4 times a day for 5 days and unguent at night time. Patient follow up schedule from 5-10 days. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of light sensitivity worse at 4-6 after treatment. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -1.75 x -.50 x 75. Left eye pre-op 20/20 -2.75 x -.75 x 105.

Manufacturer narrative:
(B)(4). Account reported that patient was seen on (B)(6) 2016 photophobia improved. Sans corrected visual acuity (scva) in right eye 20/50, left 20/20. Superficial punctate keratitis (spk) remains inferior in both eyes. Inserted .2 x .2 mm punctal plugs in lower, both eyes. Pred forte artificial tears every 1-2 hours; unguent every bedtime. Patient was seen on (B)(6) 2016 and reported good visual acuity and reduced dryness, but still light sensitive. Sans corrected visual acuity right eye 20/20 and left eye 20/20. Trace spk in both eyes. Continue with unguent every bedtime. Added xiidra twice a day. Predforte artificial tears four times a day. Instructed to return to center in 3-4 weeks. Patient was seen on (B)(6) 2016 and reported reduced dryness, but still photophobic. Inferior spk left eye more than right eye. Scva right 20/20 and left 20/30. Added hydroeye twice a day and eye mask at bedtime. Continue with xiidra twice a day, pred forte artificial tears every 1-2 hours; unguent every bedtime. Instructed to return to center in 3-4 weeks. Patient was seen on (B)(6) 2016 and dryness greatly improved. Hydroeye seemed to make a big difference. Ran out of xiidra 2-3 weeks ago. Scva right 20/25 and left 20/30. Continue with hydroeye twice a day pred forte artificial tears 4 times a day, refresh unguent every bedtime. Instructed to return to center in 2-3 months.